Event description:
The recipient reportedly experienced decreased performance. The recipient's device was explanted. During explant surgery, it was noted that there was some ossification around the device that needed to be drilled away. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. The device passed the mechanical tests performed. The device passed the tests performed. This is the final report.